Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. The reported condition 'set to deliver 50ml of fluid. An upward occlusion was performed as part of the test and after releasing the occlusion and completing the test only 40ml was delivered it is noticeable that there is a significant amount of time between when the upstream occlusion occurs.' Was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition could not be verified as evaluation did not properly assess for the reported condition of failure to occlude upstream. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a delayed upstream occlusion and under infused during testing. The device was set to deliver 50ml of fluid. An upward occlusion was performed as part of the test and after releasing the occlusion and completing the test only 40ml was delivered. Running the test without any occlusion did not have any volume issues. It is noticeable that there is a significant amount of time between when the upstream occlusion occurs and when the pump actually alarms which seems like the cause of the volume discrepancy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.